Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the wound infection cannot be ruled out. Contributing factors for wound infection in this patient include: prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 65-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2026. On march 30, 2026, novocure was informed that the patient had been hospitalized since (B)(6) 2026, due to an abscess at the surgical resection site that required surgical intervention. During the procedure, an intracranial drain was placed to allow continuous drainage of purulent material. Optune gio therapy was temporarily discontinued. On (B)(6) 2026, the patient's spouse reported that the patient was discharged from the hospital on (B)(6) 2026. The patient planned to resume therapy in two weeks, contingent upon adequate healing of the surgical site. Several attempts were made to contact the prescribing physician; however, no reply was received.